Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: 0201060907. The device history record was reviewed and indicates that product met material and dimensional specification when manufactured. The product was not returned. (B)(4) - evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete.

Event description:
Allegedly upon impaction of the liner, the side wall shattered inside the patient. Particulate was cleaned out and a second liner was impacted without event. This caused additional or time to clean out particulate matter.